Manufacturer narrative:
The reporter¿s meter was provided for investigation where it was tested using retention strips and retention controls. Level 1 testing results (qc range = 1.0 - 1.4 inr): qc 1: 1.3 inr. Level 2 testing results (qc range = 2.4 - 3.6 inr): qc 2: 2.8 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The returned and the retention material meet the specifications.

Manufacturer narrative:
The meter serial number was (B)(6). The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. E3 - occupation was patient/consumer.

Event description:
There was an allegation of a questionable result from a coaguchek xs meter. At 7 am, the result from the meter was 1.9 inr. At 8:30 am, the result from a coaguchek xs meter at a doctor's office using a different finger was 2.6 inr. The therapeutic range was 2.5-3.5 inr and the patient tests weekly or every two weeks. The patient had a diet change of avoiding greens since (B)(6).